Manufacturer narrative:
The MFR's report number for this case is 9681138-2009-00163. Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of nonspecific reaction in a (B)(6) male pt who received super poligrip extra care with poliseal (formulation (B)(4)) gel for one month for adhesion of his new partial denture. A physician or other health care professional has not verified this report. Concurrent medications included valsartan (diovan). The pt used super poligrip extra care once daily beginning approx one month ago to hold his new partial dentures. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced nerve pain, muscle ache, pain in back of left shoulder that involved the shoulder joint and his left biceps. The pt stated that his blood pressure was elevated ("really spiked"), his cholesterol was elevated and he had double vision in his left eye. He also had a nonspecific reaction, muscle problems and nerve problems. The pt saw an ophthalmologist who sent him to the emergency room. The pt was admitted to the hosp on (B)(6) 2009, due to possible stroke or possible aneurysm. He had tests including 2 magnetic resonance imaging scans of brain (with and without contrast dye), an echocardiogram, chest x-ray and unspecified blood tests. He saw a physical therapist and an occupational therapist. He reported everything was negative. The pt was treated with clopidogrel bisulphate (plavix), nifediac and simvastatin. Treatment with super poligrip was continued. He reported one doctor told him his reaction could be due to weak virus and his primary care physician told him it was definitely a virus. He was discharged to home on (B)(6) 2009, on new medications and his diovan was increased. He also saw a neurologist. He reported he now has intermittent arm and neck pain, his shoulder still hurts, the double vision is resolved.